Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found abrasion at 21.8 to 22.5cm on the efte insulation and one of the rv cables were abraded. Two other abrasions located on the is-1 branch exposed the proximal coil. The abrasion is consistent with friction between the lead and the ICD can.

Event description:
It was reported that the ICD showed output circuit damage alert. An insulation break was observed during the explant procedure.